Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, the patient presented for filter removal. Unsuccessful filter retrieval secondary to the filter tilt. Subsequently, one day later, the patient presented with right flank pain and right upper quadrant abdominal pain. Subsequent CT revealed, an ivc filter with the apex tilted anteriorly and to the right, there was a strut coming out of the ivc lumen s8 i83-84 medially and another strut from the ivc filter which goes through the right renal vein. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the ivc. The device has not been removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.